Event description:
I received a hernia repair on (B)(6) 2006. It has always gave me problems even up to (B)(6) of this year. I had a CT scan on (B)(6) 2012. They found a piece of mesh material and had to have the operation on (B)(6) to remove it at (B)(6) medical center. To date, I still have problems.